Manufacturer narrative:
On (B)(6) 2021, biosense webster inc. Received additional information which indicated the patient¿s condition is unchanged, patient remains under treatment. There¿s no indication that prolonged hospitalization was required¿ however, since the patient still in treatment, it is assumed that the patient remains hospitalized and will be considered ¿prolonged hospitalization¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) it was noticed that "collagen disease" was inadvertently omitted from field b7. Medical history/preexisting condition of the 3500a initial medwatch report. The field has now been populated with the appropriate information.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30441646m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient with history of collagen disease underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident (cva) requiring unspecified treatment. Post-procedure, the patient developed aphasia when he woke up. A magnetic resonance imaging (MRI) showed a high possibility the patient had developed stroke. Unspecified treatment was provided. During the procedure, st segment elevation was observed and coronary angiography (cag) was done. Furthermore, percutaneous coronary intervention (pci) was also performed on suspicion of myocardial infarction (mi), but st elevation subsided, and it was judged it was due to a temporary spasm. The physician considered the relationship between the product and the event is weak; physician stated there was no abnormality during catheter usage and that no thrombus was found attached to the catheter. There¿s no indication that prolonged hospitalization was required. Patient¿s outcome is unknown. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this is being conservatively coded under the ablation catheter since the issues was found post procedure after ablation therapy had been already applied; therefore, the ablation catheter cannot be excluded.